Manufacturer narrative:
Other applicable components are: product ID: 3057, lot #: unknown, implanted: (B)(6) 2018. Product type: screening device, product ID: 3057, lot #: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient did not believe the therapy was working. The patient decided to check their programmer and noticed an error message stating the lead was not connected. The patient mentioned the white and red lead are connected to the ens, but there was another white wire that was not connected and there was not a place to reconnect it. The patient was advised to contact their clinician for further assistance. Contributing factors were unknown. There was no troubleshooting performed or actions/interventions taken. It was reported this was unresolved at the time of the report. Additional information was received from the patient. They reported that the wires were all dislodged and they were going to see their clinician the afternoon of the report. No further complications were reported or anticipated.